Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
It was reported that the pump is intermittently responding when the buttons are pressed and the pump is unresponsive to the up arrow button. The pump reportedly has not been exposed to water.